Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
While removing the guidewire from the catheter, the nurse felt resistance, while continuing to remove the guidewire it snapped. The nurse could see a gathering of the catheter at the 15 cm marking with the guidewire was being removed. The catheter was then removed and dissected to see why there was resistance, both guidewire and catheter will be returned for evaluation.